Event description:
It was reported to philips that there was an insufficient disk space no harm was reported to philips. The device was inside of clinical use at the time of the event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue occurred and the procedure was completed after connecting to the disk and bypassing the disk tray. The philips field service engineer (fse) inspected the system onsite and confirmed that the system prompts low disk space. The fse reviewed the logs and found no errors. The customer tried to delete the old images from the disk but the issue persisted. The fse connected the ippc (image processing pc) hard disk bypassing the disk tray and recreated the image data to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.